Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" and "ventilator inoperative" codes were observed in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to the flow sensor (mt5) being out of tolerance.